Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 26. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.